Event description:
The customer reported to olympus that the gastrointestinal videoscope leaked from the operation part. Upon inspection and evaluation, a foreign object comes out due to a blockage in the forceps channel. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿leaked from the operation part.¿ was confirmed. The following findings were also noted during device evaluation: due to clogging of channel-tube, foreign objects come out of distal end, due to wear of angle wire, bending angle in up direction does not meet specifications. Several chips and scratches were found throughout the device; adhesive around light guide lens is peeled, paint on suction-cylinder is peeled, and control unit has discoloration. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer reported the facility does not delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that they flushed air/water nozzle with detergent solution. The customer reported that it was unknown if the facility brushed the instrument channel, instrument channel port, and suction cylinder. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. The cause of the foreign material remaining in the device from the obtained information could not be specified. A device history review revealed the DHR of the subject device and confirmed that the device was shipped in accordance with specifications. Although non-conformity of the device was confirmed during manufacturing, it was shipped in accordance with specifications. This issue is addressed in the instructions for use (IFU): the instruction manual gif-ez1500 operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-ez1500 reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.